Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing. This oversensing of the noisy signals led to pacing inhibition. The healthcare professional was able to reproduce the noise with isometrics, however oversensing was not seen. There were concerns for possible asystole greater than 2 seconds. Boston scientific representative indicated that the patient was seen in clinic and were able to reproduce the noise with isometrics but there was no oversensing observed. Patient was using an electric tiller potentially at the time of the possible organized emi type noise. There was no change in impedance during the noise. This rv lead remains in service. No patient adverse effects were reported. Additional information received indicated that the tiller was not the cause of the oversensing. The patient is going to have the rv lead revision in upcoming months. No adverse effects were reported. Additional information received indicated that this rv lead was surgically abandoned, and a new rv lead was successfully implanted. No additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing. This oversensing of the noisy signals led to pacing inhibition. The healthcare professional was able to reproduce the noise with isometrics, however oversensing was not seen. There were concerns for possible asystole greater than 2 seconds. Boston scientific representative indicated that the patient was seen in clinic and were able to reproduce the noise with isometrics but there was no oversensing observed. Patient was using an electric tiller potentially at the time of the possible organized emi type noise. There was no change in impedance during the noise. This rv lead remains in service. No patient adverse effects were reported. Additional information received indicated that the tiller was not the cause of the oversensing. The patient is going to have the rv lead revision in upcoming months. No adverse effects were reported.